Event description:
It was reported that the patient had experienced a bent cannula and this had led to a high blood glucose event on (B)(6) 2026. The high blood glucose had been treated with correction bolus via pump. The insertion site is abdomen and the infusion set had been in use for four to five hours.

Manufacturer narrative:
Initial 1 of 2. Of based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.